Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 1.5 failed. Recover storage and rebooted but issue persisted. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 2.2 in the matrix had been unable to remain open. A field service engineer (fse) found during inspection with the hardware test application that the latch sensor had not been functioning properly. The issue was resolved by adjusting the latch sensor position and reseating its cable. Functionality was verified and confirmed to be successful. The system functioned as intended after the field service engineer repaired the device.